Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 432 mg/dl. Customer delivered a bolus via the pump to address bg level. Basal rate setting was adjusted per recommendation of customer's healthcare provider.